Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e218 (scope malfunction err) occurred. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e218 (scope malfunction err) occurred due to shortcut of the circuit board unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.